Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during liver resection, they tried to use the device but the jaw did not completely close even clamping the handle. There was no reported patient outcome.